Manufacturer narrative:
(B)(4). Batch # r9261l. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gastric bypass procedure, when the product was taken out of the box, the plastic protection (which enables to keep it sterilized) was broken and open. Another device was used to complete the bypass procedure. There was no patient consequence.